Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received a lower sensor scan result of 54 mg/dl and noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). No symptoms were reported. The customer went to the hospital for a routine check where a healthcare professional (hcp) obtained a blood glucose reading at approximately 100 mg/dl compared to a sensor scan reading of 54 mg/dl. The customer was provided with insulin (dose/type unspecified) for treatment by a hcp and noted they use a levemir insulin pen. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated, and no physical damage is observed on the sensor patch. The data was extracted from the returned sensor patch using approved software. Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. Visual inspection has been performed on the sensor plug assembly; no failure modes were observed. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Also, the log file analysis is consistent with a removal of a properly applied sensor, therefore this issue is not confirmed. The device history records (dhrs) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.